Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, label printing issue. The customer reported two labels printing for each medication in incorrect formats: the first containing qr code, patient name, patient ID, dose, drug name, printed by, and timestamp; the second containing location unit and additional details. The issue affects all patients and medications. However, there were no delay to patient care and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printing issue. A technical support specialist uninstalled old drivers, installed fresh drivers, and configured the printer under cfnadmin and cfnapp. The system functioned as intended after the technical support specialist troubleshot the device.